Event description:
Customer reports two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See (B)(4) for alternate false positive result. Customer reports receiving a false positive result when testing on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23854f, reader sn (B)(4). A repeat cue covid-19 test provided a negative result. On (B)(6) 2022, customer tested negative on a rapid antigen test. Customer has no symptoms or known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.